Event description:
It was reported that this right atrial (ra) lead exhibited dislodgement. The ra lead dislodgement was confirmed through x-ray. This ra lead was repositioned successfully. This ra lead remains n service and will not be return. No additional adverse patient effects were reported.